Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a disable universal surgical manipulator (usm) 2 error on the system. The customer restarted the system but are still receiving error 319 on usm2 asking to restart or disable the usm. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error 319. The customer disabled the usm, and the procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as the axes controller spar (acs) and axes controller carriage (acc) boards were not detected. The parallelogram was exchanged with a new one and the error no longer occurred. The original parallelogram was reinstalled, and the errors returned. The unit was also tested on a patient side cart (psc) fixture test platform and passed other functional tests.